Event description:
The time of event is unknown. There was no report of patient harm. Distal body peeled off (black glue).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal cap gluing missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the distal cap gluing. In terms of the distal cap glue missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report "hr-rpt-0974(distal end)" and/or the risk analysis results, it was evaluated to submit MDR.